Event description:
1. Medtronic interstim device implanted in 2001 for severe incontinence. Worked for a "very" time than stopped. 2. 2002 - leads migrated. Surgery was revised by dr. Did not work at all. 3. Went to dr. Another surgery was done to re-establish migrated leads. Did not work. Fourth surgery was done in 2004 to totally remove device.